Event description:
While transferring the resident from the bed to the chair, the resident kicked their leg and caused the lower clip to pop off. The resident fell to the floor, suffering bruising to the back of their head and a scrape along their lower back.